Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The complainant¿s experience could not be confirmed as engineering did not observe any sheath tears or other non-conformances. Applied medical has reviewed the details surrounding the event and related product and is unable to confirm that a product malfunction occurred, as the event unit met current specifications.

Event description:
Name of procedure being performed: robot la. Detailed description of event: "during the gas input, found out retractor was torn." Hospital: [name]- dr. [Name]. Additional information received from applied medical engineer via email on july 18th, 2019: "the event unit returned did not have a sheath tear." Additional information received from applied medical korea finance and administrative manager, via e-mail on july 25th, 2019: "they sent it the correct event unit but didn¿t check the status of product." Type of intervention: "replacement was instantly did and completed the procedure and no problem". Patient status: no patient injury. "Replacement was instantly did and completed the procedure and no problem".

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robot la. Detailed description of event: "during the gas input, found out retractor was torn." Hospital: [name]- dr. [Name]. Type of intervention: "replacement was instantly did and completed the procedure and no problem" patient status: no patient injury. "Replacement was instantly did and completed the procedure and no problem".